Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The sensor circuit board required replacement to address the issue. The device was returned to the customer unrepaired due to the customer declined service. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination of the inspiratory flow sensor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device delivered flow/volume out of tolerance. There was no patient harm or serious injury reported as a result of this incident.